Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: d9, h2, h3, h6, h11. The device was returned to olympus for inspection, and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: the liquid crystal display unit was damaged, and the main board was faulty. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: orange light on top was flashing and there was no image coming through. Due to a faulty main board. In regard to the newly identified malfunction, a root cause could not be identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.

Event description:
It was reported that the subject device had a flashing orange light on top, and the manual indicated it was related to a circuit issue. No image was coming through. The issue occurred during set up / inspection for use (during set up in room / before patient in room).there were no reports of patient involvement.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.